Event description:
A report was received that stimulation was not adequately covering the patient pain, and the ipg was causing pain at the pocket site. At her request patient underwent an explant procedure to remove the ipg despite recommendations from the physician to wait until after her pregnancy was over. Patient was stable post operatively. Ipg will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Visual inspection of the lead serial number: (B)(6) revealed that the lead was cleanly cut approximately 31.5 cm from the distal end of the lead. The proximal portions of the lead were not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead visual inspection of the lead serial number: (B)(6) revealed that the lead was cleanly cut approximately 29.5 cm from the distal end of the lead. The proximal portions of the lead were not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. The complaint of pocket pain and inadequate stimulation was not confirmed through product analysis; therefore, the cause cannot be established.

Manufacturer narrative:
As the device involved in the complaint has not been returned a device analysis could not be performed. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to he reported event.

Event description:
A report was received that stimulation was not adequately covering the patient pain, and the ipg was causing pain at the pocket site. At her request patient underwent an explant procedure to remove the ipg despite recommendations from the physician to wait until after her pregnancy was over. Patient was stable post operatively. Ipg will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Correction to h10: additional suspect devices. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 17675027 product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6) batch: 17675027.

Event description:
A report was received that stimulation was not adequately covering the patient pain, and the ipg was causing pain at the pocket site. At her request patient underwent an explant procedure to remove the ipg despite recommendations from the physician to wait until after her pregnancy was over. Patient was stable post operatively. Ipg will not be returned as it was discarded by the hospital.